Manufacturer narrative:
D10 concomitant product: unksymbotex, unknown symbotex mesh, (lot #unknown) recurrence rate and mesh bulging are reduced with primary fascial closure in ventral hernia repair: the proseco randomized clinical trial mikael lindmark; jael tall; bahman darkah; johanna österberg, karin strigård, anders thorell and ulf gunnarsson the author(s), 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study evaluated whether fascial closure prior to mesh placement reduces hernia site complications in 173 patients who underwent laparoscopic intraperitoneal onlay mesh repair for a midline hernia. 88 patients underwent fascial closure with non-resorbable barbed suture(2.0 or 0). Postoperative complications in all patients included: seroma, infection, mesh bulging, hernia recurrence and pain.